Event description:
It was reported that there was a latency of the atrial deflection on the electrocardiogram (ECG) in comparison to the atrial paced event. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.